Manufacturer narrative:
The instrument was serviced on (B)(4) 2011, by diagnostica stago inc field service engineer. Fse noticed that wells #3 was dirtier than the other wells, wash well #3 was draining slowly. The fse replaced the electro valve for draining of wash well #3 and the wash well; however, there is no direct link with the problem reported. The field service engineer tested qc and ptt precision. Instrument is running as per MFR's specification. A delta check with the previous results reported as 72.7 seconds on (B)(6) 2011 and the fact that the pt had received heparin on (B)(6) 2011, would have revealed the inconsistency of the results of 44.6 seconds released on (B)(6) 2011 and should have generated additional test (other than aptt) before the release of the results and the new administration of heparin. The result of 44.6 should have been challenged with at least two assumptions: erroneous result given by the instruments: case unlikely as 3 consistent results were given for the sample at 4:38am (49.3 / 52.8 / 44.6 seconds) and the fse has not observed a failure of the instrument, wash well #3 was dirty and was draining slowly. Erroneous results caused by the sample: a clot in the sample could explain results close to normal and relatively reproducible within a short time frame; indeed the clot would enhance the coagulation and then this effect would disappear later on. This would explain the highest result obtained at 6:30am. This likely assumption cannot be confirmed. At this stage, we are not able to investigate further on...

Event description:
On (B)(6) 2011, during night shift, erroneous aptt result was reported for one pt who became supratherapeutic after the physician ordered a heparin bolus to be administered. Concomitantly, the sta compact instrument detected a problem which generated an error code as the second values were over the (B)(4) tolerance set up. The technician run a third test and reported the last value at 4.38am. The values were 49.3 / 52.8 / 44.6 seconds. Due to the error message and similar error messages on other samples, the technician decided to rerun some samples on another sta compact instrument. The technician obtained the following value: 123.9 seconds. The result was changed for this sample at 6.30 am on the basis of this last single value obtained several hours after the draw/sampling and the 3 initial values. The hospital called stago hot line at 06.54 am to report the issue.